Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
It was reported that abnormal sound was detected when using the device during procedure. After fired, the device fell apart. Changed another one to complete the surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Event description:
It was reported that abnormal sound was detected when using the device during procedure. After fired, the device fell apart. Changed another one to complete the surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2022. Additional information: 1. Could you please provide more details for "device fell apart"? 2. Could you please clarify what part of the device? 3. Did any pieces fall into the patient? 4. If yes, were they retrieved? 5. Will all pieces be returned with the device? 6. If no, were they discarded? All answers above are unobtainable. Once there is any update, we will update the information.